Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported receiving multiple no delivery alarms on the insulin pump. Customer's mother stated that the customer's blood glucose level has been over 600 mg/dl and they have been treating with manual injections. Blood glucose level was 348 mg/dl at the time of the call. No further information was provided.